Event description:
It was reported by the customer that the bd pyxis¿ es server system data was delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device data was delayed. The technical support specialist instructed customer to delete the transactions and ran query to provide the list of transactions removed per day. The system functioned as intended after the technical support specialist trouble shot the device. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that the bd pyxis¿ es server system data was delayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.